Event description:
It was reported by a company rep that a test stimulation during device diagnostic caused asystole of more than five seconds on a pt that was being implanted with vns therapy. The pt recovered from the asystole spontaneously. The surgeon confirmed the anatomic location of vagus nerve and the placement of the lead and there may not be anything problematic. However, the surgeon refused to do device diagnostics again and decided to abort the implantation. An arrhythmia questionnaire was completed by the implanting surgeon and indicated that the pt had no previous history for cardiac events or family history of cardiac events. The pt suffered from bilateral temporal lobe epilepsy. The heart rate prior to the event was 50 and the heart rate during the event was 0. The blood pressure prior to the event was 100/53. The event experienced was asystole. The event was noted to occur during system diagnostics and initial implant of the device. The implant was not continued after the event. It was noted that the device was functioning as intended; however, the surgeon believes the event was related to vns stimulation. No intervention was taken intraoperatively or postoperative. The arrhythmia event has not recurred. The explanted generator and lead were returned to the MFR and underwent analysis. Analysis of the returned lead revealed that the condition of the returned lead assembly was consistent with conditions that typically exist following an attempted implanted procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. The generator remains under analysis at the moment. Programming history was also rec'd from the time of surgery. Review of the programming history rec'd indicated that the device was interrogated and no anomalies were noted as the device was at 0 ma for both current and magnet. A system diagnostic was performed but was unsuccessful as it indicated fault. F/u interrogation still indicated that the device remained off (0 ma).